Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging a battery cover issue with her onetouch ultra2 meter. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is 3-4 times daily and manages her diabetes with novolin insulin (sliding scale) and oral medication of metformin (500mg) pills twice daily. The patient reported the alleged issue began 3-4 days ago prior to contacting lfs. The patient confirmed she stopped taking her medications as a result of the alleged issue. At an unknown date/time, the patient confirmed she was feeling tired, shaky, and sleepy after the alleged issue began. The patient was not able to confirmed whether the symptoms were associated as high or low blood sugar symptoms. Due to the alleged symptoms, the patient confirmed she did not seek medical treatment. The patient confirmed she did not use another blood glucose device and she was not able to get a reading on the subject meter since it was shutting off during use. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.